Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. It was reported that there was a temperature issue with the pump. There was no reported physical damage to the pump. The patient reportedly experienced a "scratchy" skin sensation and a red mark on the stomach due to the temperature of the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/16/2017 with the following findings: a review of the pump¿s black box a power interruption at the time the overheating was reported on (B)(6) 2017. The black box verified that there were no sudden voltage drops prior to the power interruption event. During testing, the pump was run on the user¿s pump settings for a minimum of 24 hours with no errors, alarms or warnings, overheating or power loss being duplicated. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The investigation was unable to confirm the initial ¿temperature¿ complaint. During visual inspection of the pump, it was observed that there was no physical damage to the pump and there was no evidence of moisture in the battery compartment or internally. The pump¿s power flex and components were inspected with no defects found. The battery was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.